Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During a primary right total knee procedure the drill became cold welded/stuck in hole of cutting block. Lot number was not available. No adverse patient consequences and no delay in surgery. Procedure was complete using another cutting block.

Manufacturer narrative:
An event regarding seizing involving a distal resection guide ¿ standard was reported. The event was confirmed. Method and results: device evaluation and results: the drill bit was jammed in the distal resection guide. The mar group determined the reason the drill became stuck within the guide was due to galling which occurred during use. Medical records received and evaluation: not performed as no medical records were received for review. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event was determined by the visual drill bit was jammed in the distal resection guide and not being able to be removed without damaging the device. Mar group concluded that the reason for the drill becoming stuck within the guide was due to galling which occurred during use.

Event description:
During a primary right total knee procedure the drill became cold welded/stuck in hole of cutting block. Lot number was not available. No adverse patient consequences and no delay in surgery. Procedure was complete using another cutting block.